Event description:
The pump problem, sensor hardware failure (set ID sensor), was unfounded. Per the biomed, the pump is running without any issue and they will not be sending pump back. No further action is required because the reported issue could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: nurse reported pump has displayed and it needs to be serviced but biomed turned it on and ran the test set on it and it ran fine. Biomed reported no patient harm and no active infusion stopped reported. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.